Manufacturer narrative:
Siemens' investigation into the reported occurrence reveals that the broken acrylic ring pieces from the dose chamber insulator are a breakdown of acrylic that became harder and brittle due to natural aging effects and radiation impact. The dose chamber was replaced and the system is fully operational. There is no other action required.

Event description:
Siemens was notified on (B)(6) 2012 that acrylic pieces were found in the primary collimator and are identified as a broken insulator from the x-ray dose chamber. Reportedly, the broken pieces were found to be free floating in the head and are capable of falling out of the primary collimator with the possibility of striking a patient.